Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/25/2015 and confirmed that the hgb background failures on daily checks was caused by a dirty hgb chamber (cuvette) and tubing. The fse replaced the hgb chamber along with the cuvette waste tubing to manifold mf103 and aligned the hgb components for optimal detection, resolving the event. (B)(4).

Event description:
The customer reported failing daily checks for hemoglobin (hgb) evidenced by incomplete computations (......) On a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.